Manufacturer narrative:
At this time, the device has not been returned for an investigation; attempts to confirm if the device is still expected to be returned for the investigation have been made, but no further details have been received. Philips was unable to replicate the reported problem. As the device was not returned for investigation. The investigation concludes that no further action is required at this time. If the device is returned at a later date or if additional information is received, this complaint file will be reopened.

Event description:
The customer reported there was a loudspeaker error. It is unknown if the speaker was or was not able to produce sound at the time of the error. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) confirmed that the speaker was faulty and needed to be replaced. The rse indicated that the speaker assembly was replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.